Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the rear response button was defective. The cause of the defective rear response button is worn traces on the connector of the button cable. The root cause of the worn traces cannot be positively identified. No adverse event resulted from the defective response button cable and trace.

Event description:
A us distributor returned a monitor sn (B)(4) indicating that the response buttons were defective.